Event description:
From staff: patient had IV inserted and came to the procedure room. During induction the IV line at the hub broke. This nurse went to pre-op, got new tubing, replaced the tubing, and induction continued.